Event description:
It was reported that when patient presented to the clinic for a scheduled lead revision, upon interrogation, high pacing increase inadequate threshold issue was observed on the ra lead. The lead sensing and impedance values were normal within limits. Upon chest x-ray review, lead dislodgement was confirmed on the atrial lead. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
The reported field event of lead dislodgement and high capture threshold issue was not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.